Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The recipient resumed device use. This is the final report.

Event description:
The recipient's device was reportedly repositioned on (B)(6) 2019 due to the initial electrode position.